Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds and impedances, despite being attempted in multiple positions. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.